Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was getting too hot and it seemed like the insulin wasn't doing anything. The customer stated her blood glucose would continually rise until she would change the infusion set and then everything would be fine. The customer's blood glucose was 400 mg/dl, accompanied by the symptom of vomiting. She treated with injection. The customer was advised that the insulin pump could cause issues if exposed to extreme heat of over 100 degrees for a long period of time, but that the high blood glucose could possibly be due to a bent cannula on the infusion set. The customer declined troubleshooting, stating that she did not believe there was anything wrong with the insulin pump. Nothing further was reported.